Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not reported. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional unk perclose closure device referenced in b5 is filed under separate medwatch report number.

Event description:
User facility medwatch mw5146533 report received that states post-tavr procedure, perclose devices failed to close the right femoral artery. The surgeon completed a cut down to close the artery. The team believed the perclose devices failed due to a preexisting right femoral repair. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Although the part number is unknown, the prostyle instructions for use were used. The patient effect of unspecified tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.